Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a perclose proglide device after an peripheral interventional procedure. Reportedly, resistance was felt during plunger deployment. When the plunger was retracted, a posterior cuff miss was observed to have occurred. The foot was parked and the device was removed. A second perclose proglide device was inserted but the plunger could not be depressed due to excessive resistance. The device was removed and a 7fr sheath was inserted. The artery was assessed by angiography and it appeared to be normal. A non abbott device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional perclose proglide device is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device revealed a broken posterior foot, which was not returned. The posterior needle was bent at the tip and proximal end. This is indicative of the posterior needle being deflected and striking the posterior foot during needle deployment instead of engaging with the posterior cuff inside the posterior foot pocket as intended. As the posterior needle struck and subsequently broke off the posterior foot, resistance was felt as reported. Because the posterior needle did not engage with the posterior cuff, the suture could not be retrieved and the knot would not form to advance to the arterial surface to close the vessel as intended. Possible contributing factors for the posterior needle deflection that resulted in a posterior foot break include, but are not limited to: manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. The needle trajectory of every device is verified during manufacturing. Based on the successful needle trajectory during manufacturing, the probable cause for the posterior foot break is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.